Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer was leaking blood from the needle. Customer reported that the leak was contained within the instrument. Customer reported that the volume of the leak was one-half ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found pinch valve vl57a was not opening and closing properly causing back pressure. The fse replaced the actuator and tubing on valve 57a. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).